Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in (B)(6) 2016. The customer's current blood glucose was 149 mg/dl. The customer was hospitalized for high readings, congestive heart failure and pneumonia. The customer was treated with manually at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.